Event description:
The reporter stated that she did back to back blood glucose testing, within 5 minutes, using separate fingersticks. Her results were 119 and 150 mg/dl. She did not have any symptoms. Control solution was not available for testing. The reporter stated that she checks confirmation dot for enough blood, but doesn't compare it to color chart on the vial. On follow-up, the lifescan representative reviewed cleaning, coding, sample application, strip storage, and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8